Event description:
Pt reports that one of her cadd legacy pumps is alarming "error 1720" when she turns it on, so she did not switch to this pump and remains using the other pump which is working normally. Pt did not have any adverse effects related to the pump malfunction and the pump was not in use during the malfunction. Pt denies any adverse effects related to the malfunction. Pump will be replaced. Serial number of malfunctioning pump (B)(4)(exp: 04/25/2017). Dose or amount: 85 nkm, frequency: continuous, route: intravenous. Dates of use: from 2010 to ongoing.